Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump received a minimum fill notification after filling the cartridge with insulin during the load process with multiple cartridges. During troubleshooting with tandem technical support, the customer loaded a new cartridge and issue was resolved. There was no impact to the customer's blood glucose level. Reportedly, the customer had loaded cold insulin and prefilled the cartridges.